Manufacturer narrative:
Per the additional information received, this event no longer meets the reportability criteria.

Manufacturer narrative:
Further information requested, but not yet received.

Event description:
It was reported that during a lead revision on (B)(6) 2023 [related manufacturer reference number:1627487-2023-05142 and 1627487-2023-05143], the left l1 lead was abandoned inside of the patient as it was unable to be explanted due to scar tissue.